Event description:
The patient reported wearing the pod on the abdomen for approximately 24 to 36 hours. Following completion of a scheduled wear period, the patient applied a new pod, filled the pod with apidra insulin, and administered both basal and bolus doses as programmed. Shortly after pod initiation, glucose levels began to rise rapidly. A fingerstick glucose measurement indicated a glucose level of approximately 500 mg/dl. Multiple bolus doses were administered without observed improvement, and glucose levels continued to increase to approximately 800 mg/dl. The patient reported that insulin within the pod depleted more rapidly than expected, with the pod becoming empty within approximately 24 to 36 hours rather than the usual 3 to 3.5 days of wear. After insulin depletion, the pod was removed, and the patient elected not to apply another pod due to concern regarding insulin delivery. At the time medical attention was sought on (B)(6) 2026, the patient was not wearing the pod. The patient experienced persistent vomiting and inability to tolerate oral intake. The patient was diagnosed with diabetic ketoacidosis (dka) and was hospitalized for four days. Treatment during hospitalization consisted of insulin therapy administered by injection. During hospitalization, a cardiac evaluation, including angiography, was performed due to significantly elevated troponin levels. No definitive cardiac injury was identified at the time of discharge, and cardiology follow-up was pending. The patient was discharged from the hospital on (B)(6) 2026. The patient alleged the event to a potential pod delivery failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.